Manufacturer narrative:
Analysis of the wireless recharger wr9200 (serial #: (B)(6) revealed that the recharger was unresponsive. The led's scroll continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger used for deep brain stimulation therapy with an implantable pulse generator became unresponsive and would not turn on. The recharger displayed scrolling lights that remained unresolved after all troubleshooting steps. The recharger did not charge the implant as intended, and replacement of the recharger was required. The patient performed a recharger reset, confirmed the green light on the dock and correct positioning, and attempted to power on the device by holding the power button. Troubleshooting steps were repeated without resolution. The patient was redirected to contact their managing physician's office to check for an available charger and was advised to connect to the implant using the therapy application to check the implanted battery level. No patient complications have been reported as a result of this event. Additional information received from patient that replacement device resolved the ins charging issues.